Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. As received, the battery charger was experiencing resets. Upon service investigation, there was corrupt data on the flash components. The cause of the charger resets was isolated to (components u102 and u105) computer/analog board sn (B)(4). Reprogramming the charger corrected the failed flash memory. The root cause for the corrupt flash memory was unable to be positively determined. No adverse event occurred due to the defective battery charger. The last patient to use this battery charger did not report any problems.

Event description:
A review of service data detected a reportable event. Upon service investigation of battery charger/modem sn (B)(4), the battery charger was experiencing resets. The last patient to use this device did not report any deficiencies.